Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo field service specialist (fss) on 11/19/2015 however this information was not included on the initial filing. The fss confirmed the error reported. The fss replaced the versalogic board, the bios board, hard drive and programmed module the fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine displayed a system software failure 2011 error after prime and tune stage. Back-up system was used to complete cases. There was no patient involvement reported.